Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. The next day, the patient was hospitalized for the event. The patient was treated with injections of fortum (1g, frequency, route, and duration not reported), injections of vancomycin (1g, frequency, route, and duration not reported), injections of fluconazole (200mg, once daily, route and duration not reported) and heparin (as needed [sos], dose, duration and route not reported) for peritonitis. Action taken with dianeal therapy was not reported. The outcome of the event is unknown. No additional information is available. This is report 1 of 3.